Event description:
It was reported that the insulin gauge was inaccurate. There was no adverse impact to the customer¿s blood glucose level. Customer declined further troubleshooting with tandem technical support regarding the reported issue; therefore, no additional information was able to be obtained.